Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump failed high pressure test - audible sound like a click/pop and showed travel coarse error¿ was confirmed. Travel coarse error logs in alarm history and clutch slips during occlusion test. The probable cause was worn component ¿ clutch worn. Replaced clutch and recalibrated all sensors. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that while attempting preventative maintenance the pump failed high pressure test - audible sound like a click/pop and showed travel coarse error. The event occurred during testing.